Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient received chemo/radiation therapy prior to surgery? What does the surgeon believe caused the event? Was the staple form noted? Was this the first firing of device? Was the vessel within the cut line on device? Is a video of procedure available for review? What is the current patient status?

Event description:
It was reported that during a right video assisted thoracoscopic lower lobectomy procedure, the surgeon and his clinical fellow were performing the procedure. The powered vascular stapler was placed on the inferior pulmonary vein, the stapler fired perfectly normally. The surgeon said that after approximately thirty to sixty seconds, the middle of both halves of the staple line opened up around 1.5cm width. There was initially spurting from the distal end and then from the proximal end of the staple line. They then converted to open. The surgeon said that the vessel was not under tension and that the tissue was normal and not friable. He states that there were no ligacips so that could not have been the issue. There was a delay of thirty minutes. The patient is in stable condition.

Manufacturer narrative:
(B)(4). Batch # m55m0y. Additional information requested and received: what were the indications for surgery? ¿ lung cancer. Did the patient received chemo/radiation therapy prior to surgery? N/a. What does the surgeon believe caused the event? ¿ staple line failure. Was the staple form noted? The middle of the staple line came apart 1.5cm. Was this the first firing of device? Yes on the pulmonary vein. Was the vessel within the cut line on device? I am not 100% sure but they have used the device numerous times and are aware of the cut line and this was not mentioned by the surgeon post event. Is a video of procedure available for review? No the procedure was not recorded. What is the current patient status? The patient was doing well post procedure. All components shown were visually assessed under magnification and showed no evidence of mechanical failure. The cartridge was fully fired, as verified by the sled position and the protruding distal drivers. Within the pi analysis, the preload value of the device, which is a measurement of the ability of the device to compress tissue as shown in figure 10, was verified to be within specification. Additionally, the device was fired on a test media (thin clear plastic film) with a production cartridge and the staple form met the visual criteria for a properly formed b-shape staple. The test reload is shown in figure 11, and the resultant staple line in figure 12. The results of the device analysis indicate the device is functioning properly. Of notable interest to the event description, figures 4-8 substantiate that the device and this particular cartridge fired across a finite width of tissue of sufficient stiffness or thickness to both: 1.) Not allow the jaws to fully close to fully form the distal-most staple, and 2.) Create resistive compressive forces that could push the drivers back down into the cartridge body after the sled passes underneath the drivers. Given the evidence, it is likely that the target tissue was significantly outside the indicated range of thickness, and/or had some extraordinary property (e.g. Tumor, calcification) that didn¿t allow the device to close.